Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced hyperglycemia with a blood glucose value of 564 mg/dl. Customer reported insulin flow block led to the high blood glucose event. Customer reported event was resolved by infusion set change. Customer was using insulin pump in use 48 hours prior to the high blood glucose. The auto mode feature was not activated at the time of the event. No further patient complications were reported. The insulin pump will be returned for analysis.